Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that after 1 month and 10 days dental implant was installed in intraoral region 20#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved, the patient presented bone type iii and immediate implant procedure was performed.